Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and exchanged with another lens 4 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).